Event description:
The patient contacted animas on (B)(6) 2013 reporting blood glucose levels up to 521 mg/dl with feeling sluggish. The patient reported that when performing a prime, no insulin was noted coming from the end of the tubing. The patient reported attaching to the infusion set and the blood glucose level elevated to 521 mg/dl. When the patient checked the pump, it was noted that there was no insulin in the cartridge. The patient reported that the cartridge was accidentally filled from an empty insulin vial. This report is made based on the allegation that the patient experienced hyperglycemia related to attempting to fill the cartridge from an empty insulin vial.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.